Event description:
According to the available information, the device was explanted in (B)(6) 2024 due to ongoing infection and to let the penis heal. In (B)(6) 2024 everything had healed and therefore the patient underwent a new insertion of penile prosthesis. There was extensive intracorporal fibrosis as expected.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.